Manufacturer narrative:
Conclusion the complaint can be verified. Result main findings: according to the pump history the time/date settings have been lost after restart of the pump or battery change. The acid of the supercap has leaked out. Therefore, the supercap and the surrounding electronic parts are corroded. The supercap were not functioning anymore and did not provide energy during the battery change to keep the date/time setting in memory. A supercap is a capacitor used for providing energy to the memory integrated circuit to keep the date and time setting for a while, when no battery is in the pump. The insulin pump correctly notified the user to check the date and time setting after restart. The history analysis showed, that the user set the date and time correctly, when the insulin pump restarted. The pump did not loose time/date while the pump was in run-mode. The piston rod was visually inspected and no mechanical damages could be observed. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. Also the alarm functions were tested within the diagnostic test system and passed all tests. The customer mostly programmed the bolis via the meter and the programmed boli were delivered by the pump. Consumables infusion set: the used returned infusion set was visually inspected and tested for flow and tightness. The test results were within specifications. Cartridge: the received used cartridge was visually and leak tested. Cartridge passed the visual test and the leakage test successfully at different positions of the plunger rod. The adapter passed the optical inspection.

Event description:
Patient reported the time settings (time and date) are lost after battery change and also in run mode since (B)(6) 2013. Patient stated often there are air bubbles in the system (needle/tube) since (B)(6) 2014. Patient alleges the piston rod is damaged and the infusion device delivers too low insulin. Patient reported experiencing a blood glucose level up to 374 mg/dl, took correction via infusion device and was able to get blood glucose level under control by himself. Patient's normal blood glucose level was not provided. Patient reported the following blood glucose levels and treatment from (B)(6) 2014: at 5:30 am blood glucose level 254 mg/dl, administered 5 units via the infusion device. At 8:42 am blood glucose level 304 mg/dl, administered 18.9 units via the infusion device. At 11:30 am blood glucose level 374 mg/dl, patient detected a 2 cm air bubble in the tube. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device and infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.